Event description:
Since implant, the pump had been causing the patient pain. She also gained and lost weight. The pump moved around a lot and she had to wear ¿a wrap thing¿ to keep it from irritating her when it was sticking out. The patient wanted to have it removed. The hcp (healthcare professional) thought ¿they can still manipulate it and put in non-narcotic medication and reduce side effects of dilaudid¿. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2013, product type: catheter. (B)(4).